Manufacturer narrative:
Follow-up # 1 ¿ (1/2/2014). The patient¿s meter, usb cable, and ac adaptor have been evaluated by lifescan product analysis on 12/12/2013, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The usb cable and ac adaptor were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch verio iq meter powers off during use. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on either on (B)(6), 2013. At an unspecified date/time prior to the alleged issue, the patient reportedly experienced a headache. The patient, however, denied receiving any form of treatment after the alleged power issue occurred. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time, there was no misuse of the lfs product, and the subject meter did not need to be recharged. The reported power remains unresolved. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.